Event description:
It was reported that the insulin pump alarmed no delivery and customer was experiencing high blood glucose. Customer's blood glucose was unknown. Customer stated that she treated with 30 units of insulin by needle prior to calling help line. The issue was resolved upon troubleshoot. Customer will monitor the insulin pump and will speak with healthcare provider to verify how to teat the high blood glucose. The customer was advised to call back if issue persists. Customer's blood glucose at the end of troubleshooting was 400 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.